Event description:
Additional information received from patient, they stated the issue of "stimulation turning on automatically" resolved. They used to turn of the ins and try charging again.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient reported that they were having issues recharging the implantable neurostimulator (ins). Patient stated that a "system problem rm06" appeared while recharging the ins. Patient also added that there are times that the controller screen would go blank and the ins therapy would turn on by itself while recharging the ins. Patient had to reset the controller for it work again. Agent had patient reset the controller and patient confirmed no visible damage to the controller and recharger. Agent then instructed the patient to start a recharging session and patient confirmed that both of the controller and ins was at 100% and the ins was recharging in excellent. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.